Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: device returned. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the sd scrwdrvr shft/t4 50/self-retain/hxc. A dimensional inspection was performed for the sd scrwdrvr shft/t4 50/self-retain/hxc and met specifications. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the sd scrwdrvr shft/t4 50/self-retain/hxc was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: supplier - (B)(4). Manufacturing date: 17-nov-2021; part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc; lot number: 97p6252 (non-sterile); lot quantity: (B)(4). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6: investigation summary (photo investigation): the complaint device was not received for investigation. A photo investigation was performed based on the provided product pictures. Examination of the provided product pictures did not find anything indicative of a product defect. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Physical device investigation: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the sd scrwdrvr shft/t4 50/self-retain/hxc. A dimensional inspection was performed for the sd scrwdrvr shft/t4 50/self-retain/hxc and met specifications. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the sd scrwdrvr shft/t4 50/self-retain/hxc was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: supplier- (B)(4); manufacturing date: 17-nov-2021; part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc; lot number: 97p6252 (non-sterile); lot quantity: (B)(4). Eight pieces were scrapped in cell for destructive testing. Production order traveler met all inspection acceptance criteria apart from the eight pieces noted. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from bachler feintech was reviewed and determined to be conforming. Heat treat inspection certificate supplied to bachler from harterei schmid agwas reviewed and determined to be conforming. Inspection certificate supplied to bachler from l. Klein sa (for raw material) was reviewed and determined to be conforming. Certification of analysis supplied by ionbond was reviewed and determined to be conforming. Certificate of compliance supplied by general machine was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: reporter is a j&j employee. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H6 medical device problem code (a27) used to capture reportable malfunction related to recall. H9 FDA correction/ removal reporting no.: 3008812560-04/23/2024-001-r. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the sales consultant received a va titanium locking hand instrument from the company. The stardrive screwdriver shaft that came with the set does not fit the unknown 1.3 cortex locking nor the unknown 1.5 cortex va locking. It is unknown if there were patient and procedure involvement. This report involves one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 2 of 2 for (B)(4).